Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: review of the black box data revealed multiple records of unexplained power on reset events are recorded on (B)(6) 2016. Returned battery cap was undamaged and able to fit properly on the pump. On examination, there was moisture corrosion in the battery canister. The battery compartment is cracked from threads down to the case seal on the side. A leak test failed due a battery compartment leak. On investigation, the pump powered on with functioning auditory and vibration; however, the display screen remained blank. The pump¿s cover was removed, further moisture ingress was found to the printed circuit board and the display flex. Investigation confirmed the alleged moisture ingress. The alleged power issue was not duplicated; the pump had power as evidenced by the functioning audio tone and vibration features.